Manufacturer narrative:
On 06/20/2016 the field service engineer (fse) found a leak from the diff waste chamber check valve and pinch valve pv49. The fse replaced the diff waste chamber drain line, check valve and tubing in pv49 to fix the leak. The observed poor probe wash drain and a leak from the diff mixing chamber. The fse replaced the tubing in the pathway from the probe wash drain, diff mixing chamber drain to the diff waste chamber to fix the poor probe wash drain and diff mixing chamber leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained fluid leak of about 30 ml from the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.